Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI) procedure. Interrogation in the MRI room revealed that the battery longevity of the patient's implantable cardioverter defibrillator possibly exhibited premature depletion. Post-MRI, the longevity of the device showed the same shortened longevity. No intervention was performed. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The complaint of back-up due to magnetic resonance imaging (MRI) was confirmed via analysis of session records and recreated on the bench. The cause of the issue was attributed to the device not being programmed to MRI settings prior to MRI exposure as required per the conditions of use. No anomalies were detected.